Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead had dislodged and no capture was observed. It was noted that the patient had a car accident sometime in (B)(6) and caused the lead to dislodge. The lead was replaced. The patient was stable post procedure.